Event description:
It was reported that the customer experienced high blood glucose levels and dka. The customer used manual injection as treatment. The customer is on antibiotics due to uti.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.